Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned for evaluation. The investigation was inconclusive for the reported balloon rupture issue. A definitive root cause for the reported balloon rupture issue could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u8130522 pta balloon dilatation catheter allegedly experienced balloon rupture. The information was received from one source. One patient was involved with no reported patient injury. The male patient is (B)(6) and (B)(6).